Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issue was confirmed; there was a damaged/broken component. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the scale was inaccurate. There was no patient involvement.